Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, surgeon observed two digs/marks on the anterior surface of the iol and the lens was slightly off visual axis. The lens remained in the patient eye, there were no issues reported post-operatively. Additional information has been requested.